Event description:
Pt experienced high blood glucose throughout day of 01/02/00, gave manual injection of 12 iu insulin on physician order. 6 am on 01/03/00, blood glucose at about 300, ketones present, vomiting. Taken to ER in early morning, blood glucose remained high. At 6 pm, placed on IV insulin. Blood glucose in afternoon of 01/04/00 still at 244.